Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has never received adequate coverage. In turn, the patient decided to undergo a trial procedure on (B)(6) 2014. Unfortunately, the trial did not address the issue. As a result, the patient has chosen to continue medical management and utilize her scs system.